Event description:
The rptr stated that rptr did meter to lab comparison tests, 1 hour and 15 minutes apart, in a fasting state. Rptr's meter result was 78 mg/dl, and the lab test result was 132 mg/dl. Rptr did not have any symptoms. No harm was alleged.